Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by the customer that "2 separate 2.5 axos drill bits broke inside patient's bone while in use. Unable to retrieve bit."